Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient was deceased due to her disease. The patient was end stage disease process and was managed locally by local hospice team. The devices were returned. The return paperwork did not suggest or question a malfunction. The devices underwent routine analysis.